Event description:
It was reported that during use in an arthroscopy, the t2 of the fast-fix could not be deployed. It is unknown if there was a delay. The procedure was finished with a smith and nephew back up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H6: health effect - impact code.

Event description:
It was reported that during use in an arthroscopy, the t2 of the fast-fix could not be deployed. T1 was removed from the patient by tweezers. The procedure was completed with non-significant surgical delay and was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference case (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that it was returned in the original packaging with the batch number of the complaint on the label. The depth straw is missing. The t1 is off the needle but still attached to the suture. The t2 is still on the needle. The needle bent. The actuator is stuck at the tip of the needle. A functional evaluation was performed on the returned device and found it does not cycle as designed due to the actuator bar being stuck fully extended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time. H11: corrected information in h6 (health effect - impact code).

Event description:
It was reported that during use in an arthroscopy, the t2 of the fast-fix could not be deployed. T1 was removed from the patient by tweezers. The procedure was completed with non-significant surgical delay and was finished with a smith and nephew back up device. No further complications were reported. According to results of investigation a bent needle was found.